Event description:
It was reported that the insulin pump experienced a keypad anomaly. The customer's mother stated that she tried to restart the insulin pump by removing the battery, but this did not resolve the issue. The customer's blood glucose was 75 mg/dl. The caller was advised to replace the insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had a cracked reservoir tube lip, minor scratches on display window and cracked case near display window corners noted during visual inspection. The insulin pump had an intermittent button response due to moisture damage on keypad traces.